Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacemaker mediated tachycardia (pmt) was observed on the cardiac resynchronization therapy defibrillator (crt-d). The post-ventricular atrial refractory period was adjusted on two occasions and the pmt termination algorithm was turned on. No recurrence of pmt has been observed and the crt-d remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.